Event description:
Clinic notes dated (B)(6) 2012 and (B)(6) 2013 reported that the patient's medical history included sleep apnea and heart murmur. The relationship to vns is unknown, and attempts for additional information to date have been unsuccessful to date. It is unknown if interventions were taken for these events.

Event description:
Clarification was received from the nurse at the physician¿s office who reported that she does not see how ¿vns had any relation to the sleep apnea and heart murmur or anything of that nature.¿